Event description:
Since the essure I have experienced excruciating pain in the lower abdomen and back area, heavy bleeding and hair loss. This has caused me to be very depressed because I can't afford to have the device removed.